Manufacturer narrative:
(B)(4). Section d4: UDI, expiration date details were not provided. Section h4: device manufacture date details was not provided. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the CPAP probe of a bubble CPAP generator, as part of the bc161-10 bubble CPAP system kit (subject device), was found at 9cmh2o pressure setting. It was further reported that the pressure had been originally set at 5cmh2o, and that it is unknown when and how the pressure setting was changed. There was no reported patient consequences.